Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -12.5/2.5/097 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Lens repositioning on (B)(6) 2022 was performed due to rotation and disphotopsia issues but did not resolve the problem. The lens was exchanged for a longer length similar power lens (sphere/cylinder/axis) on (B)(6) 2023. Problem resolved.

Manufacturer narrative:
H6- health effect impact code 4581: disphotopsia issues. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Manufacturer narrative:
Additional information: a2 - (B)(6) 1983, a3 - m, b3 - 13-sep-2022. Correction: b5 - reported as: the reporter indicated that a 12.6mm, tmicl12.6, -12.5/2.5/097 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Lens repositioning on (B)(6) 2022 was performed due to rotation and disphotopsia issues but did not resolve the problem. The lens was exchanged for a longer length similar power lens (sphere/cylinder/axis) on (B)(6) 2023. Problem resolved. Correct to: the reporter indicated that a 12.6mm, tmicl12.6, -12.5/2.5/097 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Lens repositioning on (B)(6) 2022 was performed due to rotation and glare/haloes but did not resolve the problem. The lens was explanted on (B)(6) 2023 and in as second surgery on (B)(6) 2023 a longer length similar power lens (sphere/cylinder/axis) was implanted. Problem resolved. Reportedly, mild asc and patient is very happy. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm tmicl 12.6 implantable collamer lens of diopter -12.50/2.5/097 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced lens rotation not associated with low vault, lens repositioning, glares/haloes and a lens opacity was observed. On (B)(6) 2022 the lens was repositioned but that did not resolve the problem. On (B)(6) 2022 the lens was explanted. On the same day separate surgery a longer length lens was implanted and the problem was resolved. Status of eye: "mild asc. Pt very happy". The reporter indicated the cause of the event is unknown. Cause details provided: "rotation- lens too small". H6-health effect - clinical code: "4581: disphotopsia issues" should be removed and "1766" should be added. H6-health effect - impact code: "4629" should be removed and "4627" should be added. Claim# (B)(4).